Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior visual inspection was performed and passed. Voltage test: (0.21vdc) was performed and passed. Pairing test/download with nordic bluetooth device was performed and failed due to fail-not found. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of a loss of connection is reportable based on the finding of defective transmitter. No injury or medical intervention was reported.